Event description:
It was reported a right ventricular lead alert showed the lead displayed high rate non-sustained episodes and the sensing integrity counter was noted. Additional information was requested and it was learned there was possible over-sensing and the patient¿s episodes were fast and irregular. Re-programming was performed, the lead remains in use, and no patient complications have been reported as a result of this event.